Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the device damage allegation was confirmed based on cut in the insulation. The "unintended use error caused or contributed to event" was selected based on the observation of induced damage during analysis of the returned product.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to being cut during the revision of the right atrial (ra) lead. The patient underwent an additional surgical procedure to explant the lead and implant a new product. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to being cut during the revision of the right atrial (ra) lead. The patient underwent an additional surgical procedure to explant the lead and implant a new product. No additional adverse patient effects were reported.